Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the cgm was alarming with the value of 50 mg/dl. Based on the cgm, the patient drank 2 mouthfuls of honey. An unspecified time later, she checked her finger stick and it was almost 500 mg/dl but the cgm was still showing 50 mg/dl. She stated, because of this, she had a hemorrhage in her right eye. She stated she could not see clearly in the right eye and would be going to see an eye doctor the next day. Follow up contact was made with the patient on (B)(6) 2024. The patient stated she went to the doctor¿s clinic around 9:00am but the doctor was out on holiday. At the clinic, they ran some tests on the patient¿s eye and was advised to come back the following monday when the doctor is back from holiday. There was no treatment provided at this time. Additionally, at an unspecified time during the event on (B)(6) 2024, the patient reported the cgm was displaying low and the bg was 252 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid at an unspecified time during the event. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.